Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, the driver underwent an extended observation run with no issues or alarms observed. An onboard battery exchange test was also performed and the driver functioned as intended with no alarms produced. During investigation testing, the customer-reported issue was not able to be confirmed or reproduced. The root cause of the customer-reported alarm could not be determined. The driver performed as intended with no evidence of a device malfunction. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out.